Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a rash under the electrodes and therapy electrodes. Patient described it as heat bumps. There was no alleged device malfunction contributing to the irritation. Patient did obtain some medical cream from a physician. Follow up indicated that the heat bumps were still present but they have gotten better.